Manufacturer narrative:
Based on the claim against the product by the customer noting that errors occurred against arm 3, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went onsite and replaced universal surgical manipulator 3 (usm 3) to resolve the issue. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the umbilical hernia ipom procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: an intuitive field service engineer confirmed the customer's reported complaint that took place during the procedure and replaced the universal surgical manipulator.

Event description:
It was reported that during a da vinci-assisted lpom umbilical hernia surgical procedure that faults occurred against arm 3. Prior to calling intuitive tech support, the site moved arm 3 out of the way and proceeded as a 3-arm case. Errors 23138 and other errors against arm 3 axis 1 were confirmed in the logs. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that errors occurred against arm 3, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suspected universal surgical manipulator (usm) was analyzed. The reported failure (error 23138) was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode as it triggered a 32098 error. The unit passed all pftp testing except for the yaw sensors check and sine cycle. Remotefe recorded errors 23118 and 23087. As a fix to the reported problem, the yaw chip-encoder virtual absolute (cva), printed circuit assembly (pca), yaw cva disc, and flat flex cable (ffc) will be replaced. During system testing, the unit failed with a 32098 error against the cva disc. As a fix the cva disc will be replaced. The complaint regarding errors against arm 3 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.